Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the subject began with pain consistently, a pseudotumor was diagnosed through ultrasound. Revision with full implant removal occurred.

Manufacturer narrative:
No change to the evaluation previously reported.

Event description:
Allegedly, on (B)(6)2016 subject began with pain, a pseudotumor was diagnosed through ultrasound. Revision with full implant removal occurred on (B)(6)2019. Additional information on (B)(6)2018 subject experienced hip dislocation of the right side and received a reduction. (B)(4). Additional information received on 11/09/2020 from clinical: correcting explant date to (B)(6)2019 and updating patient's personal information.